Manufacturer narrative:
(B)(4).

Event description:
Based on new information reported, no action was taken for the adverse event pleural empyema. Again, this adverse event was unrelated to the device and unrelated to the procedure.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, this patient underwent a gastric surgery as part of the clinical trial related to the reinforced reload product and the patient died. The patient faced nineteen adverse events, none of them were related to the device; the cause of death is unrelated to the device. The adverse events this patient experienced were: aspiration pneumonia, treated with medication, diagnostic imaging, and intubation, a pulmonary embolism which was treated with medication and diagnostic imaging, esophagojejunal anastomotic leak which was treated with diagnostic imaging, medication, and endoscopic management with a stent being placed, premature ventricular contraction, postoperative delirium, treated with medication, intermittent cough, treated with inhalation therapy, vomiting, intraoral herpes simplex lesion treated with medication, mild pressure ulcers at different sites, treated with medication and turning and repositioning the patient, scrotal edema which was also treated by turning and repositioning the patient, perforation of dura mater spinalis caused by peridural anesthesia, iatrogenic injury of the left pleura (intraoperative) which was treated by surgical intervention and intraoperative suturing, pleural effusion treated with drainage, prostatic hyperplasia, idiopathic skeletal hyperostosis, pleural empyema treated with diagnostic imaging, and panniculitis also treated with diagnostic imaging. The patient experienced an aortic rupture which caused his death on (B)(6) 2015. Again, none of these adverse events were caused by the device.